Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2010. In (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("depending on my physical activity, a few feelings of discomfort come back in a transient manner"). The patient was treated with surgery (essure removal in (B)(6) 2017). Essure was removed in (B)(6) 2017. In (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the pelvic discomfort outcome was unknown. The reporter considered pelvic discomfort and pelvic pain to be related to essure. The reporter commented: placement was performed with no problem and inserts never migrated. Her experience with essure, cost her uterine tubes and uterus. Even after removal, depending on her physical activity, a few feelings of discomfort come back in a transient manner. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.083 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.